Event description:
It was reported that the there was a lead integrity alert and the patient received inappropriate therapy due to the right ventricular lead having t-wave oversensing. Reprogramming was recommended. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).